Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: when did the sutures break (during dispensing/during preparation / during use)? During use. The reported quantity involved was 9. Please confirm that 9 devices experienced the quality issue. Confirmed. If 9 devices did not experience the quality issue, please clarify the number of devices that did experience the quality issue. Did the event occur during one or multiple patient procedures? During one procedure. If this event occurred in multiple procedures, please provide the following information: what is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). What are the procedure name(s) and date(s)? What is the quantity involved per procedure? Was there any adverse patient consequence(s) or subsequent medical/surgical intervention? No harm to patient. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure in 2018, and a suture was used. During surgery, the suture broke more easily than usual. The surgery was completed with a replacement device. There was no delay in surgery. There were no adverse patient consequences reported. No additional information was provided.